Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and low battery. Alarms did not clear before or after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The pump gave a low battery alarm and a pump error 25 alarm was confirmed in the long trace. The detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector the pump was monitored and it functioned properly. The pump was received with operating currents within specification. No unexpected replace battery now alarms were noted. The pump was received with a scratched case, a missing serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.